Manufacturer narrative:
(B)(4): the device is expected to be returned for evaluation. It has not yet been received. The event occurred at (B)(6).no further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that soon after the patient was up out of bed a reduction in the estimated pump flow was noted. The patient's mean blood pressure went from 55 to 80 mmhg. The patient received 500 ml of (unspecified) volume and was brought back to the bed. While the patient was in bed, the pump power immediately increased up to 16 watts. During this time the patient began to experience pain from the pump pocket area. During auscultation, the frequency of the pump sounds were more pronounced. After 30 minutes, the pump power slowly decreased down to 10 watts; the patient's baseline pump power had been 4.5 watts before the event. The patient's pulmonary artery pressure was up from a systolic value of 27 mmhg to 41 mmhg which was suspected to be due to pain. The patient's international normalized ratio (inr) was reported to be 1.35. Acitrom was started and was given for two days. The pump speed decreased to 3000 rpm with reports of fluctuations in pump speed and pump stops. The patient reportedly felt heat at the pump pocket and the pump eventually stopped. The system controller was exchanged but alarms for low speed, low flow, replace controller and controller fault were noted. The patient's pump was exchanged that evening. Upon opening the chest, it was reported that "fumes came out from the pump pocket and a burnt mark was seen on the pump, the inflow conduit was totally clotted, and some clot was found from the outflow end of the pump." The outflow graft was reported as normal with no clot seen. The pump was replaced along with the inflow conduit; however, the outflow graft was not replaced. The patient woke up the morning after surgery while still being ventilated and on small doses of milrinone, dobutamine, epinephrine and heparin. No additional information was received.

Manufacturer narrative:
(B)(4). Device analysis: the device was returned assembled with the driveline cut approximately 4¿ from the pump housing. The distal portion of the driveline was also returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The outflow elbow was returned attached to the device and the remainder of the sealed outflow conduit (outflow graft, outflow graft bend relief, and outflow graft bend relief collar) was not returned. Examination of the device upon disassembly revealed depositions of hard, denatured clotted blood throughout the outlet stator, along the body of the rotor, as well as surrounding the inlet stator bearing cup and rotor bearing ball. These depositions appeared to have formed likely due to poor surface washing associated with a low flow event. The hard and denatured areas of these depositions indicate they were present while the pump was supporting the patient. Although a root cause for the development of the observed depositions could not be determined through this evaluation, these depositions which were present while the device was operating would have caused resistance on the spinning rotor, resulting in the reported power elevations, speed drops, and pump stoppages. The interruption in flow through the pump also caused increased temperature in the pump. In this case, due to the interruption in flow through the pump, the blood inside the pump remained stagnant and continued to denture as the rotor spun, increasing the resistance on the spinning rotor and generating excessive heat in the pump. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.